Event description:
The report from the literature search indicated female patient had a cypher stent implanted for angina in the lcx and a taxus stent implanted in the left om. Stent lengths were 25mm and 20mm, respectively, 172 days later, the patient had occlusive in-stent thrombosis and ami, and died.